Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. All the seven bands were present on the ligator head and the ligator head teeth were without damage. The proximal suture loop was broken. The trip wire was not secured in the handle assembly slot and the handle assembly slot did not present evidence that the trip wire had been secured during use. The trip wire was caught between the handle bracket and the handle post. It was noted that the trip wire was wrapped around the bracket and had gouged the handle post and the edges of the handle bracket. A functional evaluation of the handle was performed and it was noted that the trip wire was wedged tightly causing the handle knob not to rotate. Based on the evaluation of the returned device, the complaint that the bands failed to deploy could not be confirmed. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on september 26, 2014 that a speedband superview super7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician turned the handle without difficulty; however, the tripwire got stuck outside the plastic spool. None of the ligation bands successfully deployed. The physician then cut the trip wire and removed the device from the scope. The procedure was completed with another speedband superview super7 device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a speedband superview super7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician turned the handle without difficulty; however, the tripwire got stuck outside the plastic spool. None of the ligation bands successfully deployed. The physician then cut the trip wire and removed the device from the scope. The procedure was completed with another speedband superview super7 device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.